Manufacturer narrative:
The complainant in germany discarded the impella pump product at the time of explant. No benchtop analysis to root cause is possible. The manufacturer will close the investigation, though should new information be shared that leads to cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team in the EU had an impella cp placed for support. After placing the patient in the ICU for monitoring the patient moved and caused a hematoma at the impella insertion site and acute limb ischemia. The family was consulted and due to a desire to not escalate the care and support, the team made choice to explant the pump and allow for the patient to expire. The hematoma and ischemia were not treated beyond pump explant.

Manufacturer narrative:
Since filing the initial report the investigation into to limb ischemia and bleeding has concluded. No product was returned, however the clinical report was reviewed. The root cause of the access site bleeding was determined to be due to patient movement and the limb ischemia was most likely patient condition. The failure modes will be monitored and trended.